Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair with nissen fundoplication, while completing the sewing of the nissen fundoplication of the stomach fundus, the device was difficult to toggle and the suture became hung up on the stomach tissue and a hole was made by the suture needle & receiving end of the instrument. The hole was deep enough into the tissue that the stomach was opened to the stomach contents/fluid. The hole/tear was closed with suture utilizing laparoscopic needle holder & knot pusher to ensure no further bleeding, tearing, or leakage of the stomach. The surgical time was extended by 30 minutes.